Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 11/10/2020. H.6. Investigation: one 2420-0007 sample from lot 20056145 was received for investigation in opened packaging; residual fluid was present in the line. A visual inspection of the 2420-0007 sample confirmed the presence of a kink located under the drip chamber component. Attempts made to flush the sample confirmed the customer's experience with a flow restriction observed due to the kink. A definitive root cause for the observed kink could not be determined, however a review of the assembly process identified that if the tubing was left for too long in the assembly fixture it was possible to replicate the pinched appearance of the tubing. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20056145 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that saline would not flow through the as lvp 20d 2ss cv while priming and a "crimp" was found in the line below the drip chamber. The following information was provided by the initial reporter: "on priming the line normal saline was not easily flowing & pump indicated occlusion as if there was a blockage. On further inspection staff member found a permanent crimp of the line just below the drip chamber. This was occluding fluid flow down the line."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saline would not flow through the as lvp 20d 2ss cv while priming and a crimp was found in the line below the drip chamber. The following information was provided by the initial reporter: on priming the line normal saline was not easily flowing & pump indicated occlusion as if there was a blockage. On further inspection staff member found a permanent crimp of the line just below the drip chamber. This was occluding fluid flow down the line.